Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. The investigation was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. Updated: concomitant medical products and device evaluated by MFR.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump syringe area was cracked, and cap will no longer screw on. No clinical injury reported.